Manufacturer narrative:
The device was returned for analysis. The tip of the coil was noted to be protruding out of the catheter tip. The coil was difficult to remove and began to stretch as it was pulled out of the catheter. The catheter used was a merit impress 4f .038" guidewire compatible catheter. This catheter has a tapered tip with an inner lumen diameter of .040," according to the specifications on the merit website. The compatible inner lumen diameter range for the azur cx35 device is .041"-.047". This catheter was below the minimum compatible ID, which likely led to the coil becoming stuck at the tip of the catheter. Based upon the investigation findings and available information, the complaint of the broken coil becoming stuck can be confirmed. The merit catheter used for the procedure was below the minimum compatible ID, which likely led to the coil becoming stuck at the tip of the catheter. The instructions for use (IFU) states, "the azur detachable 35 coil must be delivered through a double-braid reinforced catheter with the inner diameter specified." The table identifying the minimum catheter i.d is provided in the IFU.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway. The device was used during the same procedure as was reported in MFR. Report# 2032493-2017-00269.

Event description:
It was reported that during placement of an embolization coil in an aneurysm, the coil became stuck after one loop had emerged from the catheter. During the withdrawal attempt, the coil unexpectedly detached. Both segments of the coil were removed in their entirety together with the catheter. There was no reported intervention, patient injury, or health damage.